Event description:
It was reported that a patient, male, underwent an atrial fibrillation (afib) procedure with a smart touch unidirectional catheter, suffered a cardiac tamponade, which required a pericardiocentesis. The patient had no medical history. After the two transseptal punctures were performed, the physician started the fast anatomical mapping phase. During the reconstruction of the right sided veins, next to the transseptal puncture, there were some moments when the smart touch unidirectional catheter information reflected high values of contact. The physician withdrew the catheter. However, in the anatomy, there was a pick that came out of the normal left atrium anatomy. In checking with the rm image, that area should not be there. The physician checked the patient¿s blood pressure and the cardiac silhouette and detected less cardiac movement. In checking with the echocardiography, the physician detected that there was some pericardial effusion and decided to perform a pericardiocentesis. The physician did not experience any issue in manipulating the catheter. Heparin was used. The act was maintained between 250-300s. The patient did require hospitalization. The patient was reported to be in stable condition at the time of the follow-up. The patient fully recovered with no residual effects. The physician¿s opinion regarding the cause of this adverse event is that this was possibly device and procedure related. The physician does not consider the events causality was due to any malfunction of any bwi product. The event was attributed to the transseptal and the mapping phases. Settings during the event include: (power control mode / power settings 30w-40w / temperature cut-off 50ºc / irrigation flow setting 17ml/min for <30w and 30ml/min for power >30w / sheath used agilis sheath from st. Jude medical. Per 21 cfr, part 803, this complaint is reportable.

Manufacturer narrative:
In supplemental follow-up #1 submitted on august 19, 2014 it was reported that the product investigation would not be performed since the catheter was not returned for analysis. However, on august 26, 2014 the bwi failure analysis lab received the product. (B)(4). It was reported that a patient, male, underwent an atrial fibrillation (afib) procedure with a smart touch unidirectional catheter, suffered a cardiac tamponade, which required a pericardiocentesis. The patient had no medical history. After the two transseptal punctures were performed, the physician started the fast anatomical mapping phase. During the reconstruction of the right sided veins, next to the transseptal puncture, there were some moments when the smart touch unidirectional catheter information reflected high values of contact. The physician withdrew the catheter. However, in the anatomy, there was a pick that came out of the normal left atrium anatomy. In checking with the rm image, that area should not be there. The physician checked the patient¿s blood pressure and the cardiac silhouette and detected less cardiac movement. In checking with the echocardiography, the physician detected that there was some pericardial effusion and decided to perform a pericardiocentesis. The physician did not experience any issue in manipulating the catheter. Heparin was used. The act was maintained between 250-300s. The patient did require hospitalization. The patient was reported to be in stable condition at the time of the follow-up. The patient fully recovered with no residual effects. The physician¿s opinion regarding the cause of this adverse event is that this was possibly device and procedure related. The physician does not consider the events causality was due to any malfunction of any bwi product. The event was attributed to the transseptal and the mapping phases. Settings during the event include: (power control mode / power settings 30w-40w / temperature cut-off 50ºc / irrigation flow setting 17ml/min for <30w and 30ml/min for power >30w / sheath used agilis sheath from st. Jude medical. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, a generator test was performed and catheter was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. The catheter was also evaluated for carto 3 and screening test and the catheter passed both. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was working properly. In addition, the magnetic resistance coils were found within specifications. Finally, a deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the pericardial effusion remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
The product has not been returned. The product investigation is pending. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Reported lot # was 16082627m. Concomitant products: carto 3 system, model #: unknown, serial #: unknown. (B)(4) - agilis sheath (B)(4) - needle (unknown which exact was the product type). (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) was reviewed. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's ref. No: (B)(4).